Manufacturer narrative:
Technician found the check valve for the head at the hydraulic manifold is stuck. Technician cleaned the valve and calibrated all the sensors to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged the head of the bed would not raise.